Manufacturer narrative:
After several attempts were made to obtain the transducer referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively established. Based on review of historical data, the probable cause was determined to be a manufacturing issue with the coaxial cable. The cable assembly manufacturer (sumitomo) has changed the process (twinax bundle method) through secr#ER-f-2017-014 and capa2017-11000341. This defective transducer is post-CAPA. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent a transesophageal echocardiography (tee) procedure. The user was scanning the patient when she could not get the continuous wave (cw) doppler to display a waveform. The transducer was removed and another transducer and the same system were used to continue and complete the tee. There was a delay of 15 minutes in completing the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.